Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Returned product consisted of the quantum maverick balloon catheter. The shaft, bonds, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The tip was damaged. Microscopic examination of the balloon revealed a 6mm longitudinal tear in the balloon wall on the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the severely calcified mid left anterior descending (lad) artery. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the fourth inflation at 20 atmospheres, the balloon would not inflate and a balloon pinhole was noted. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.